Manufacturer narrative:
The reported event of device deformity could not be confirmed. One photo and one video was received from the field, which appeared to show a device in a cobra conformation inside a patient. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on a (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant. During procedure, the device deformed into a rope and was removed from the patient. No device was ultimately implanted. The patient was reported to be in stable condition.